Event description:
Patient was undergoing a laparoscopic supracervical hysterectomy and a clearview uterine manipulator was used. The manipulator was placed inside the uterus. The manipulator has a spacer that is to be placed on the manipulator if the uterus sounds to less than 10 cm. The spacer was on the manipulator during this surgical procedure. Apparently the spacer became detached during the procedure but the surgeon was unaware of the detachment. The manipulator and the spacer are both white in color so when the manipulator was removed it was not apparent that the spacer was no longer attached. The patient felt pain and called her physician. The physician found the spacer and removed it a month later in her office. The physician commented that the spacer was able to migrate to where the patient could feel it, thus prompting the patient to call the doctor. Prior to the procedure, the physician was unaware that the spacer could come off.